Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on login page and not communicating. A technical support specialist reported that a reboot was attempted but was unsuccessful, and unplugging and plugging the power cable did not resolve the issue; the device status was confirmed as offline in rss, and even after opening the back door and checking, the issue persisted. A field service engineer was expected to be dispatched on-site to repair the station as soon as possible. All troubleshooting steps were followed as per shn, and the tsc later confirmed that the station had been restored, with windows server update services (wsus) and essential security against evolving threats (eset) updated to the latest versions and definitions. No further issues were reported, and the case proceeded for closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device stuck at login page. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device stuck at login page. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.